Event description:
Reporter indicated that patient was seen in emergency room for a seizure. Upon examination at the ER, it was discovered that the patient's lead wires were twisted. Further follow-up revealed that on the date of the ER visit, the patient was found walking up the street, slobbering and foaming at the mouth. No apparent injury had been sustained. Lead test performed on the ncp system on 05/02 resulted in normal lead impedance reading (dc-dc code 2 and ok), indicating proper device function. The patient was last seen by physician a week later. Physician indicated that the patient is still having seizures, but that the ncp system is functioning properly. Physician also reported that the lead wires are not twisted as initially reported. The patient's physician indicated that the ER report of twisted lead wires was not accurate. Attempts to obtain additional information have been unsuccessful to date.